Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. A dialyzer from the reported lot was returned for evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 0°, with the ports at 0°, on the cavity ID end. The fiber fragment measured approximately 5.0 inches in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. The reported issue is confirmed. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) and clinic manager (cm) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed outside the dialyzer membrane. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. No defect or damage to the dialyzer was reported. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility registered nurse (rn) and clinic manager (cm) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed outside the dialyzer membrane. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. No defect or damage to the dialyzer was reported. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.